Event description:
Medical affairs has been unable to get in contact with the pt and will be sending a letter to obtain more clinical info. Based upon to the info provided, this case is being reported as a malfunction. The pt called alleging that their meter does not power on. They had replaced the batteries less than a year ago and still the meter does not have any power. The condition of the battery contact is good. They went to the hosp because they experieced symptoms of high blood glucose. No info on what the reading was at the hosp. They were treated with IV. On the meantime, they purchased a new meter and claims new one works fine. Customer service was unable to resolve the issue and sent pt a new meter.